Event description:
The patient received her scs system on (B)(6) 2008. It was reported that the patient's charger no longer locates the ipg. The patient does not have stimulation. She used to charge about once per week and now charges every couple of days. The patient used a new charger to help resolve the issue but was unsuccessful. She also tried adding and subtracting space to no avail. The patient tried to charge her ipg on another occasion with an sjm representative present but was unsuccessful once again. The patient is planning on having her ipg replaced. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.